Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem (battery charger problem) was confirmed. Upon evaluation, u13 (microcontroller) and q1 (transistor) were shorted on the bedside board. The cause of the charger faults is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. No adverse event resulted from the shorted components. The pt receive a replacement charger/modem.

Event description:
A (B)(6) female pt's husband contacted zoll customer support to report the pt's charger was not charging her battery packs. The pt was issued a replacement charger/modem.